Event description:
It was reported that the device had early battery depletion. The device was explanted and was replaced. It was also reported that the lv lead dislodged. The lead was set at maximum output which resulted in capturing of the left atrium. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4196 implantable pacing lead: (B)(6) 2011. 5076 implantable pacing lead: (B)(6) 2011. 6942 implantable tachy lead: (B)(6) 2000. (B)(4).